Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On (B)(6)2024, the patient was feeling drowsy and experienced low blood pressure. The blood glucose reading was high. The patient self-treated with 10 units of fast acting insulin and went to the hospital. At the hospital they took a bg reading which was 33 mmol/l and the cgm reading was 3.5 mmol/l. They treated the patient with IV medication, frequent insulin treatment and oxygen mask. The bg readings decreased to 8.0 mmol/l. The patient was discharged after 2 days. The patient took a week off and at the time of the report he was feeling drowsy but the bg readings were in normal range. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.